Event description:
It was reported that ethicon (B)(4) received a letter from a legal representative of one of the patients. The patient was operated to avoid obesity with a gastric band implant (B)(6) 2007. After recent diagnosis physician indicated that the contrast material might be dissolved/drained and the band is no longer adjustable. Implanted device seams lacking contrast material, therefore patient had discomfort and started to gain weight again. The band remains implanted.

Manufacturer narrative:
(B)(4): information unavailable. Device remains implanted.